Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler, liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of drain complications, abdominal pain, and cloudy peritoneal effluent fluid. An inspection of the patient¿s pd catheter (not a fresenius product) determined there was no resistance when flushing the catheter, however removing fluid was difficult. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations unavailable). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient is recovering from the serious adverse events and continued to undergo ccpd while hospitalized. The patient was discharged home on (B)(6) 2025 and resumed utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted he had not been wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s pd catheter did not require any medical intervention.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted he was not wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b.1., b.2.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler, liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of drain complications, abdominal pain, and cloudy peritoneal effluent fluid. An inspection of the patient¿s pd catheter (not a fresenius product) determined there was no resistance when flushing the catheter, however removing fluid was difficult. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations unavailable). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient is recovering from the serious adverse events and continued to undergo ccpd while hospitalized. The patient was discharged home on (B)(6) 2025 and resumed utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted he had not been wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s pd catheter did not require any medical intervention.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler, liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a fresenius product) and peritonitis. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of drain complications, abdominal pain, and cloudy peritoneal effluent fluid. An inspection of the patient¿s pd catheter (not a fresenius product) determined there was no resistance when flushing the catheter, however removing fluid was difficult. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations unavailable). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2025, and the patient¿s ceftazidime was discontinued. The patient is recovering from the serious adverse events and continued to undergo ccpd while hospitalized. The patient was discharged home on (B)(6) 2025 and resumed utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. The patient admitted he had not been wearing the proper ppe or disinfecting his hands prior to initiation or termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s pd catheter did not require any medical intervention.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.